Event description:
Complainant alleged that while attempting to defibrillate a patient, (age and gender unk) the device displayed a "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.